Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the photo sample noted one opened (without original packaging), unused irrigation bulb syringe. Visual inspection of the photo sample noted the presence of a hair loose on the exterior of the syringe between the bulb and the syringe body. This is out of specification per inspection procedure which states, "no hair is permitted on the product." Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be, ¿no follow up to the production areas cleaning procedure.¿ the device history record was reviewed and found nothing that could have caused or contributed to the reported event. 21 cfr 801.116 outlines the conditions upon which a device is exempt from adequate directions as follows: "sec. 801.116 medical devices having commonly known directions: a device shall be exempt from section 502(f)(1) of the act insofar as adequate directions for common uses thereof are known to the ordinary individual." Product catalog number 0935280 is deemed by appropriate subject matter experts (sme) to be within this definition. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the bulb had a hair stuck inside of it. The issue was noted prior to use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the bulb had a hair stuck inside of it. The issue was noted prior to use.